Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that on the day the dental implant and respective abutment was placed, a failure occurred upon insertion. Patient presented with a local infection and mobility. The implant and abutment will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant and respective abutment was placed, a failure occurred upon insertion. Patient presented with a local infection and mobility. The implant and abutment will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.